Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Head set leaky / adhesive plaster wet. Sometimes the self-adhesive was wet after a bolus. No adverse event alleged. Device not available for return.